Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the "camera head with intermittent fault not displaying image". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "when the video processor was turned on, it was found that the camera head was not functioning", could be confirmed. The th120 was found to have a defective circuit board. The cause of the defect is a random failure of a electronic component within the circuit board. The additional found issues of the grasping mechanism and the focus ring are independent from the issue reported by the customer. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).